Manufacturer narrative:
Force system sensor alarm during prime test due to moisture damage. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor while changing the infusion set. The customer's blood glucose reading was 170 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.